Manufacturer narrative:
This event has been recorded by zimmer biomet (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Review of the most recent repair record could not be completed because the device has not been returned for evaluation and repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the dermatome motor stopped working properly while attempting to take a graft. It lost power, tearing the graft. It is unknown if there was patient impact, delay, or medical intervention. No additional information available is from the customer. Diligence is complete.

Event description:
It was reported that during surgery the dermatome motor stopped working properly while attempting to take a graft. It lost power and the graft was torn up. There was no report of harm or delay. An unplanned additional skin graft was not indicated to be required. No additional information available is indicated. Diligence is complete. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: australia. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.